Event description:
It was reported one of the patient's leads was replaced due to lead migration. It was also reported, the second lead was moved and the battery was replaced due to age and normal battery depletion. It was reported, the patient recovered without sequela.

Manufacturer narrative:
Product ID, 3776-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3776-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.